Event description:
It was reported to the company that our facility was experiencing catheter kinking. The company marketing department has recognized the issue stated that during the sterilization process the blue tubing has become more flexible. They further stated that the company is in the process of changing that piece to a thicker clear tubing that is the same as the rest of the catheter.